Manufacturer narrative:
Section d4: UDI: corrected. Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed by review of the submitted log file. The event log file contained approximately 14.5 hours of data on 28may2024 (1:29:44 to 15:49:38, per time stamp). At 13:25:36, a driveline power fault alarm activated due to internal faults which indicated that the power b signal had been interrupted. The observed faults and associated alarm stayed active throughout the remainder of the data. The driveline power fault did not impact the controller¿s ability to operate the pump, as it maintained a speed within the expected range throughout the data. Multiple attempts were made to obtain additional details regarding the cause of the alarm and the troubleshooting that was performed, but no response was received. To date, the heartmate 3 system controller (serial number: (B)(6) was not returned for analysis. The root cause of the driveline power fault alarm could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. The heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a4: patient weight, age, and date of birth not provided. Section d4: device expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and captured driveline power (b) faults with system controller fuse (b) open faults. The pump was unaffected and appeared to be operating normally. Related manufacturer reference number: 2916596-2024-03317 (pump).